Event description:
Medtronic received a report that non-detachment and premature detachment was encountered with an axium prime bare coil. The patient was undergoing embolization surgery for treatment of a ruptured, left internal carotid aneurysm (6 mm). After standard preparation, the coil was advanced through the non-medtronic microcatheter. When attempting to place it in the aneury sm, premature detachment occurred within the microcatheter. The microcatheter and coil were retrieved together using a snare, and the procedure was completed using another microcatheter and coil. Coil resistance / stuck inside sheath and coil damage / early disengagement were also noted. No patient symptoms or complications were reported with this event. No surgical or internal medical procedures were performed as a result of the reported issue. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no deformation or damage to the delivery pusher. The coil was rearranged/relocated 1 time. The physician made 2 attempts to release the coil using an instant detacher and 3 manual attempts. The instant detacher had been used "0" times. The delivery pusher was not rotated inside the patient's body. A continuous flush was running during the procedure. Ancillary devices included sl-10 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.